Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device was replaced and is still in possession of explanting facility, therefore it is not expected to be returned. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
Additional information was added to the following fields to capture the serious injury: h1: type of reportable event.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device:

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device was replaced and will not be returned. No further adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No further adverse patient effects were reported.